Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the anesthesia technician was unable to completely inflate/deflate the device during preparation. The device was not intubated in the patient. User felt there was an air leak at the distal end of the cuff. There was no patient involvement reported".

Event description:
The complaint is reported as: "the anesthesia technician was unable to completely inflate/deflate the device during preparation. The device was not intubated in the patient.user felt there was an air leak at the distal end of the cuff. There was no patient involvement reported."

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the cuff pilot valve (cpv) of the complaint sample looked unusual as the opening of it was blocked by an object. The object looked similar to a broken tip of a syringe stuck inside the cpv. After having removed the broken tip from the cpv vent, the complaint sample could be deflated and inflated normally. It is functional. The cause of the incident was unidentified; it is "non-manufacturing related" as the sample was found to be functional.